Manufacturer narrative:
(B)(4). As the correct serial number was not reported until after the device has been service, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The device was tested and found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was reported that the pt was not on pd therapy at the time of death. The pt was not hospitalized prior to death but reportedly died at home during the day sitting in a chair. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.